Event description:
Operator reports the internal water source began leaking onto the floor. No pt samples were involved, and the operator was not harmed. The field svc rep determined the cause to be the internal water reservoir float switch, and replaced the switch assembly. Performance tests were performed, which were within specification.